Manufacturer narrative:
During the evaluation of the device at the third party service center, the device failed a step during testing. The device's sensor board, flow sensor assembly and active exhalation control module were replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.